Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump has a blank screen. Customer's blood glucose reading was 235 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, displacement test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected alarm error test, self-test, rewind test, displacement test, prime/a33 test and excessive no delivery test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.